Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that she had a low blood glucose of 45 mg/dl on (B)(6) 2021 at 9:30am and emergency medical service was dispatched on (B)(6) 2021 treated them at their home with dextrose-10. Customer was also treated with intravenous drip. Customer also mentioned the (B)(6) 2021 incident of low blood glucose of 25 mg/dl at 01:00 and emergency medical service treated her at her home with dextrose-10. Customer alleged over delivery for both incidents. Customer had used the same new vial of insulin for both the (B)(6) 2021 and the (B)(6) 2021 incidents. The insulin pump was used at the time of the incident. Auto mode feature was not active. The pump will be returned for analysis.